Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to non function (fracture) and lead occlusion. It was reported that a right atrial (ra) and a left ventricular (lv) lead were present in the patient but were not targeted for extraction. The physician chose a spectranetics 16f glidelight laser sheath along with a spectranetics lead locking device to provide lead traction, and a spectranetics visisheath dilator sheath to attempt extraction of this rv lead. The case appeared to be going well but at the time that the glidelight device turned the corner to the proximal superior vena cava (svc) region, the patient''s blood pressure dropped. Rescue efforts began immediately including rescue balloon and sternotomy. It was reported that an svc injury was discovered. Despite repair attempt, the patient did not survive. Additional information has been requested regarding case detail, but has not been received at this time. This report is being submitted due to the glidelight device being in use in the area of injury. There was no alleged malfunction of any spectranetics device in use during the procedure.